Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm xience xpedition was successfully implanted in the mid-left circumflex coronary artery. Post procedure, the patient experienced elevated enzymes, and continued to experience an st-elevated myocardial infarction (mi). Per study physician, the mi was a continuation from a pre-procedure mi, however, a new mi could not be ruled out. Additionally, the patient experienced unspecified pain that was reported as non-serious and non-cardiac. Pain medication was given. The mi, pain, and elevated enzymes resolved without sequela on (B)(6) 2014. The patient was discharged home that same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2014 (20:02): (ck-mb)=6.2 ng/ml, normal upper limit 3.6; (B)(6) 2014: (ck)=420 u/l, normal upper limit 192; (B)(6) 2014: (ck-mb)=68 ng/ml, normal upper limit 3.6; (B)(6) 2014: ck-mb=50.9 ng/ml, normal upper limit 3.6. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of myocardial infarction and pain, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified.